Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, when the surgeon was cutting a bone, it was observed that the fluted router device was disconnected from the attachment device and the shaft of the device was broken. There were no delays to the surgical procedure. It was not reported if there was a spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that an incorrect method of cutter insertion may have been used. The assignable root cause was determined to be due to operator error, which is misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.